Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. There was no reported adverse impact to the customer's blood glucose level. The customer successfully cleared the alarm and resumed insulin deliveries. Tandem technical support guided the customer through delivering the remainder of the correction bolus.